Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review identified the f-38 alarm. This alarm was caused by the force sensing resistor's (fsr) being out of specification. The fsr's were replaced to fix the reported condition. Should additional relevant information become available, a follow-up medwatch will be submitted.